Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: - the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes or patient injury. Do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device and/or a cracked spacer leading to patient injury. - do not contact metal objects while activating the wand as damage to the tip and/or shaft insulation may occur resulting in device malfunction or patient injury. - do not use this wand for more than 5 minutes (cumulative) of active ablation time. Excessive use and/or use above the default set point can result in electrode failure or reduced device life expectancy. Visual inspection under magnification of the wand shows a detached screen and discoloration/contamination with scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device was returned with a cut junction cable; a functional test is not doable; the suction line was tested and is clogged by dried parts of tissue; a back flush could not clean the line and the suction port is still not working. The complaint was verified. Factors unrelated to the design or manufacture of the device that could have contributed to the observed findings: (1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a metal or bone (3) extensive use of the wand causing excessive screen/ electrode erosion (4) operating the wand at a different setting than recommended by the instructions for use. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, after a shoulder rotator cuff repair surgery, it was found that the sheet metal of wand tip had fallen off. The metal sheet was not found in the joint cavity/ operating table. Smith and nephew back up device was available to complete the surgery. A delay greater than 30 minutes was reported. The patient was not injured beyond the reported event.